Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged from the instrument into the patient's cavity which the surgeon could not locate to remove. No additional information is available at this time.